Event description:
Clinical study same case as #6000089-2005-01514, 6000093-2005-01143. It was reported that 73 days after a coronary artery drug eluting stenting procedure the patient required a target vessel reintervention (tvr). There were no reported complications and the pt was discharged the next day on aspirin and plavix. The pt presented 72 days after the procedure, with a 2-3 day history of intermittent chest pain which suddenly became acute. The pain was relieved in the ER with morphine and IV nitroglycerin. Cpks were negative. ECG showed normal sinus rhythm with inferolateral st segment depression, consistent with ischemia. Cardiac catheterization the next day, revealed, lvef 60%, lmca normal, lad normal, lcx (target vessel) distal stent with tight 90% proximal edge stenosis and distal edge stenosis of 90%, more proximal stent with 75% proximal edge stenosis, rca (target vessel) patent stents except for proximal edge stenosis of 75-80% of the distal rca and two cypher stents were placed in the distal cx. The patient had a fever and elevated white blood cell count and was kept one day for observation. Her white count returned to normal and there were no further temperature spikes. She was therefore discharged two days after the reintervention on continued plavix and asa. In the opinion of the physician the relationship of the tvr to the taxus stent is probable.